Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had an osteoid osteoma on his tibia. During the ablation procedure, the soloist single needle electrode was inserted through an 11 gauge bone biopsy needle, which tore the insulation. As a result of the damaged electrode, the patient sustained a very tiny third degree puncture burn on his shin. No treatment or intervention was performed as a result of the burn. The physician attributed the burn to the damaged electrode. The procedure was successfully completed using this soloist and the same rf generator. The patient was fine post procedure and was sent home that day.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Device: the reported event of electrode insulation torn/damaged. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.